Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced elevated blood glucose as high as 29 mmol/l with moderate ketones and associated symptoms of nausea and fatigue while on insulin pump therapy. The reporter stated that this incident did not require treatment above and beyond that of the usual routine of diabetes care and management. The reporter stated there had been two occasions of waking with the prime and fill cannula boxes not completed as if the pump was not primed. The reported further stated the pump did not emit a warning that the pump was not primed and the patient did not know the pump was not infusing insulin. The reporter explained that the pump was then primed and the cartridge changed after verifying the cartridge was not empty, but changing it anyway. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy and the alleged pump issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data and download history revealed the last basal delivery was recorded on (B)(6) 2015 at 7:50 am. The date of the reported issue was (B)(6) 2015 and had been overwritten in the black box due to continued patient use. The first prime operation was recorded in the alarm history was dated (B)(6), 2015 at 9:28 pm. The total daily doses added up to correctly reflect the users programmed basal target. There was no evidence of loss of prime in the black box data. On investigation, the pump was exercised for 24 hours without issue and the pump was determined to be delivering per the required specifications. A loss of prime warning was simulated during investigation and the pump emitted the appropriate audible and visual loss of prime alert upon the first basal delivery attempt. The allegation was not duplicated during the investigation and the product was found to be delivering accurately without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.